Event description:
The wireless foot pedal on picasso laser "from amd lasers" activates all the laser in the same operatory. You press one wireless foot pedal and every other lasers in the same operatory will fire simultaneously. This is dangerous if you have multiple lasers in the same operatory. (B)(4).